Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported that the ventilator had a power fail occurrence during operation. The ventilator was returned to the manufacturer for evaluation. Review of the ventilator diagnostic log noted a 3volt supply failure with an associated vent inop occurrence. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient. The ventilator was not in use on a patient, therefore there was no patient involvement or harm.

Event description:
It was reported that during a laparoscopic gastric bypass procedure on the fifth firing with a blue cartridge the cartridge bent out and fifth staple on the inner row did not form. The surgeon over sewed with sutures to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned for analysis instead of ec60a. The device was received in good visual condition and with a blue cartridge reload present. The cartridge was received fully fired. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.